Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up in clinic, low out of range pacing lead impedance trend on right atrial lead since last year was observed. In-clinic measurement was stable and within normal range. There were also several auto mode switch episodes due to right atrial lead noise. The noise was not reproducible with isometrics. Other electrical measurements were normal. No intervention was performed. Patient was stable and will continue to be monitored.